Manufacturer narrative:
(B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation, it remains implanted. Device inspection could not be performed, therefore the reported complaint could not be verified. The serial number was not provided. Therefore a manufacturing records review could not be performed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported the incident involved the implantation of an intraocular lens of incorrect power of -7 diopter instead of +7 diopter. It was recognized soon after the surgery that the resulting refraction of the client was nowhere near what was intended. The packaging of the lenses, both the ar40m and the ar40e lenses are identical. They are of the same color and same configuration. The - (minus) sign is quite small and could be missed. The surgeon has accepted the responsibility for the incident and has communicated the error clearly to the patient and his father. Based on reported information, it appears that the patient will likely require additional surgical intervention; and the doctor has reported a planned piggy back lens implant in a secondary procedure. The difference of 7 diopter is likely to have significant impact in patient's vision and daily life.